Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 16739510, UDI: (B)(4).

Event description:
It was reported that the patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) paddle lead were explanted due to an unknown reason. The patient was doing well postoperatively and the explanted devices were retained by the medical facility and will not be returned.